Event description:
It was reported that surgeon implanted a 2-level aviator plate. The surgeon needed to remove 2 of the screws and use a shorter length screw. Upon removal of the screws, the locking spring bar on the plate sprang up on one side of the plate. The surgeon replaced the aviator plate since the locking spring bar was not usable.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported event of the spring locking bar popping out of an aviator assy two level plate was confirmed via a stryker representative. The device remains in the patient. The surgical technique states "to disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided." An attempt to recreate the spring deformation was completed in a similar investigation by rocking the drill guide to its limit, which caused deformation of the spring bar. Conclusion: it is unknown if the surgeon over articulated the drill guide. No specific cause could be determined as the causes are believed to be multifactorial.

Event description:
It was reported that surgeon implanted a 2-level aviator plate. The surgeon needed to remove 2 of the screws and use a shorter length screw. Upon removal of the screws, the locking spring bar on the plate sprang up on one side of the plate. The surgeon replaced the aviator plate since the locking spring bar was not usable.